Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-22. H6: investigation summary: a device history review was conducted for lot number 0028385. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, the returned samples were reviewed by our team of quality engineers, they determined that the injection pump piping, that was attached to the intima-ii was fractured, and the teeth of the intima-ii device were normal and without defect or deformity. Further inspection of the surface of the intima-ii identified a hardened material similar in appearance to an adhesive. This materiel was likely the result of leaking medication from the fractured injection pump and contributed to the difficulty in separation. Based on our review the root cause for this event could not be attributed to bd¿s manufacturing process.

Event description:
It was reported that 2 pegasus bl 22ga x 1.00in qsyte-cap y leaked during use. The following was reported by the initial reporter: "there was leakage at the joint of ext. Tube and the y-shape hub."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 pegasus bl 22ga x 1.00in qsyte-cap y leaked during use. The following was reported by the initial reporter: "there was leakage at the joint of ext. Tube and the y-shape hub."